Event description:
It was reported that a pump had multiple battery communication timeout error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3. Date of event, unknown. No product or photos were returned therefore no device analysis could be completed. The most probable cause for the battery communication timeout is due to the battery or interconnect board not operating as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.